Event description:
It is reported that the patient's insulin pump is alarming a motor error. The patient's blood glucose level was 195mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test and prime test. However, the device was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
.